Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - laparoscopic repair of an abdominal wall hernia with composix kugel mesh. On (B)(6) 2005 - wound culture of the abdomen showed (B)(6). On (B)(6) 2006 - primary repair of recurrent abdominal wall hernia. It was noted that "the pt had previously repaired abdominal wall hernia that appeared to be the lateral aspect that the hernia had recurred." On (B)(6) 2007 - laparoscopic repair of recurrent incision hernia with a non-bard mesh. The operative reports states the omentum was taken down from the mesh and the abdominal wall and protruding tacks were removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitted this MDR based on the add'l info rec'd. It is not noted that the mesh was excised and there is no other reference in the operative report to the mesh. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. While the surgeon did not indicate that the mesh was associated with an infection, a wound culture of the abdomen taken three weeks post implant showed (B)(6). The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.